Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a pump error 15 alarm. The customer's blood glucose reading was unknown. The customer was no longer on the line, but it was notated in the notes that the customer should discontinue use of the device and revert to a back-up plan; also that the device should be replaced.